Event description:
The representative reports that the patient was shocked over 30 times between (B)(6) 2014 due to noise on the rv lead. The device is now eos and is scheduled for changeout. (B)(6) 2014: we were informed this system was explanted last week and replaced with an OEM system. The exact date of explant was not available. As new information is provided, this event will be updated.

Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the battery status eos. The ICD was implanted for approx. 52 months and 95 charging cycles were recorded to the ICD's memory. The header of the ICD was visually inspected, revealing no anomalies. The set screws could be easily screwed in and out and there was no foreign material inside the header bores. The set screws showed screw marks on the bottom side indicating that they were tightened during the implantation. The memory content of the device was inspected. The analysis of the shock holter showed that more than 40 charging cycles were performed by the device within 2 hours on july 6th, 2014. The eos status of the device resulted from that successive charging. The available iegm's showed that this charging was caused due to the detection of noise in the rv-channel. Therefore a sensing test was performed, and the device sensed the attached heart signals free of noise, proving the sensing function of the ICD to be fully functional. There was no indication of a device malfunction. The eos battery status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. In summary, the ICD was fully functional during analysis. There was no indication of a material or manufacturing problem.